Manufacturer narrative:
Investigation: two sets of the one-way valve were returned for evaluation. Upon magnified visual inspection, a jagged slit were observed in the built-in valve. Manufacturing and testing/inspection records were reviewed for this lot. No abnormalities were noted in the records that would have contributed to the issue. Five retention samples from this lot were tested for flow and no issues were noted with the samples. The valve assembly is purchased from a supplier. The valve was sent to the supplier for evaluation. The supplier identified an issue during production of the valve lot in question as the reason for the jagged slit. The supplier performed maintenance on the production machine to correct the manufacturing issue. Root cause: the cause of the blood back-flow as experienced by the customer was determined to be a manufacturing defect of the one-way valve by the valve supplier. Corrective action: the supplier corrected the machine issue that caused the defect and introduced a visual-check step in the manufacturing process.

Manufacturer narrative:
(B)(4). Investigation: the customer stated the units were hung for filtration, blood flowed the wrong way through the one way check valve. The customer recognized the problem and stopped the process. Investigation is in progress. A follow-up report will be provided.

Event description:
The customer reported 2 units of whole blood in which the bypass valve did not prevent blood from going through the bypass line, resulting in possible white blood cell (wbc) contamination of the filtered unit. The white blood cell (wbc) count is not available at this time. The product was discarded. There was not a transfusion recipient or patient involved at the time of the unit processing, therefore no patient information is reasonably known at the time of the event. Donor unit # (B)(4).